Event description:
As reported, on (B)(6) 2024 patient underwent robotic-assisted prostatectomy for prostate cancer. On (B)(6) 2024, patient was diagnosed with paralytic ileus, peritonitis thereby underwent repair with colostomy. Contaminated ascites with a cloudy brown intestine on the pelvic floor was noted and the preperitoneal of the bladder had inflammatory intestinal tract adhesions and the adhesion of white moss around them was observed. As reported, when the prostate is completely removed, arista ah is routinely sprinkled on the bladder-urethral anastomosis. As per surgeon, "it's always sown and it's over, and in that sense, I leave the surplus arista as it is. There is a strong inflammation in the front of the prostate and pelvic floor."

Manufacturer narrative:
As reported, inflammation post usage of arista ah. The surgeon reported that it is common that access material is not removed. Based on the information provided, no conclusion can be made as to what if any extent the arista ah may have caused or contributed to the patient's postoperative course. Warning section of the instruction for use supplied with this device states, " once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration" and also states, "arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.